Manufacturer narrative:
Updated data: b5. D6b. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a surgical aortic valve was implanted along with the valve explant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 8 years and 4 months following the implant of this transcatheter bioprosthetic valve, a high gradient and valve stenosis was noted. Per the physician, intervention will be required and a valve explant procedure was scheduled.

Event description:
Additional information was received that during the valve implant, the valve was implanted into the native annulus at a depth of 6 millimeter (mm) on the non-coronary cusp (ncc) and 6 mm on the left coronary cusp (lcc). Per the physician, the patient's calcified annulus contributed to the elevated gradients. There was evidence of leaflet thickening on the bioprosthetic valve. Subsequently the valve was explanted approximately 8 years and 4 months following the valve implant.

Manufacturer narrative:
Corrected data: e1 - phone number. Updated data: b5 h2 h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.